Event description:
A complaint was received from a customer that reported unknown to them the elite system units of measure were changed from mg/dl to mmol/l. Based on results in mmol/l that are approxiately 18 times lower than a mg/dl reading the pt took add'l sugar to bring their blood sugar up. The result that pt acted upon was 11.8mmol/l. Because of the ingestion of add'l sugar the pt was taken to the hosp in ketoacidosis. While on the phone the unit was correctly re-set to mg/dl units. The complaint is considered closed for purposes of MDR.